Manufacturer narrative:
Sections with additional information as of 09-aug-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high readings. No defect found on returned meter. Root cause: rc-061: storage outside specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 16-jul-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 186, 156, 185 and 135 mg/dl. The customer¿s expected am fasting blood glucose test result range is below 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 225 mg/dl using true metrix air meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/14/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: result 1: 186 mg/dl, date: (B)(6) 2021, time: 08:57 am, fasting, result 2: 156 mg/dl, date: (B)(6) 2021 time: 08:23 am fasting, result 3: 185 mg/dl, date: (B)(6) 2021 time: 07:56 am fasting, result 4: 135 mg/dl, date: (B)(6) 2021 time: 08:06 am fasting, result 5: 135 mg/dl, date: (B)(6) 2021 time: 08:09 am fasting.